Manufacturer narrative:
According to the available information the titan touch device was removed/replaced with a malleable device on (B)(6) 2021 due the reservoir and pump space reported as infected. A titan touch pump, two cylinders and a reservoir were received. Because examination of the returned components may not conclusively confirm or disprove the report of infection, a microscopic examination was not performed. Based on the information provided quality accepts the physician¿s observations of such as the reason for surgical intervention. The review of the device lot history record indicates this lot was processed through the validated sterilization cycle. Therefore, it was concluded the infection originated from source(s) other than the device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
As reported to coloplast, though not verified, reservoir and pump space reported as infected. No other adverse patient effects were reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.